Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 501 mg/dl. The customer felt symptoms of vomiting, nausea, and headaches. The customer treated their blood glucose levels with manual injections and a bolus. The customer was assisted with trouble shooting and was assisted with programing a temporary basal. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise. The customer did not return the product back for analysis.